Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. At the time of the cartridge change errors, there was an o-ring observed to be on the pneumatic tap. The o-ring was removed; however, the cartridge change errors continued to occur. Customer¿s blood glucose level was 189 mg/dl. Customer reverted to manual injections for insulin therapy.